Event description:
It was reported that the patient had a dislocated ankle every time the shoe was taken off. The issue persist with therapy on and off. The physician believed that the device was causing the dislocation and medical attention was provided.

Event description:
It was reported that the patient had a dislocated ankle every time the shoe was taken off. The issue persist with therapy on and off. The physician believed that the device was causing the dislocation and medical attention was provided. Additional information was received that the patient was having ankle dislocation even prior to implant. Patients pain physician and new orthopedic surgeon believed that it was not device related.